Event description:
It was also reported that the patient has had slow heart rates at night into the forties.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the device could not be interrogated. The device was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.